Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2016. According to the report, the device was found to be overdraining. The report stated the device was explanted and replaced with another manufacturer's device. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. The returned valve did not meet the requirements for leak due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.